Manufacturer narrative:
This report is submitted on september 09, 2019, by cochlear ltd.

Event description:
Made aware of an extruded baha when the case was scheduled for an revision surgery. It's unclear if it was just the abutment, or the implant with abutment. The complaint is reportable due to loss of osseointegration.